Event description:
Patient called to report adverse events involving her saline breast implants she had implanted in 2004. Patient said she noticed the implants ¿drifting¿ around inside her chest from the beginning but didn't really think too much of it. Patient said in 2009, she became disabled due to right arm medical nerve damage and lost the use of her arm which in turn caused her chronic pain and mental health disturbance. Patient stated she also experiences contracture on the right side, has a skin condition, mouth tastes like metal, incredible drink inflammations, itching, memory loss, loss of balance, problems digesting food, gas and belching, persistent headache and that she feels crippled and that the implants are killing her. Patient stated when she wakes in the morning she doesn't want to live anymore. Patient said she spoke with many plastic surgeons seeking removal of the implants, but nobody will remove them due to her having a stage 1 cancer diagnosis. Patient also said the right implant has turned around in her body and the valve is under her nipple and that the implants drift and move and cause stabbing pain between her scapula and spine. She stated that all these symptoms are intensifying and severely disrupting her daily life. She stated she desperately wants the implants removed. Reference report mw5147589.

Event description:
Additional information received from reporter on 20-dec-2023, for mw5147590. Been having reactions for nearly 15 years. Never knew it could be the silicone. Arthur brawer, md rheumatology has published studies on the systemic effects of silicone in human bodies. Not pretty. Not to be disputed. And still money matters more than a woman's well being. Ref report: mw5147589.